Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01288.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the initial ruby coils in the target vessel using the lantern and a 5f guide catheter. While advancing the last ruby coil through the lantern, the physician experienced resistance. While attempting to retract the ruby coil for repositioning, resistance was also experienced and subsequently, the ruby coil unintentionally detached in the lantern. It was reported that part of the ruby coil unraveled in the patient¿s body. Therefore, the physician removed the guide catheter, the lantern and the detached ruby coil together. The procedure was ended at this point and no additional coil was needed. There was no report of an adverse effect to the patient.